Event description:
Reportedly, pt underwent an aorta-bi-fem bypass graft. The abdomen was closed with #2 polysorb. Thirteen days post-op, the pt was at the dr's office and felt a pop. Wound was examined and a small bowel evisceration was found. Abdomen was resutured with non absorbable sutures. Three days later the pt expired.